Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that red forceps points narrow-ratchet 132 was found one the tip broken. The broken fragment was not returned. The allegation of unable can be related with the broken issue. No other defect was found. A dimensional inspection for the red forceps points narrow-ratchet 132 /was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the red forceps points narrow-ratchet 132 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: se_427263 rev. E (only current was reviewed ). Dimensional inspection: n/a. H4, h6 part number: 398.40; lot number: a7qa41 (wo# (B)(4)); manufacturing site: tuttlingen; release to warehouse date: 15-oct-2007. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the ratchet would not hold. It is unknown if there was a surgical delay. Procedure outcome was unknown. No patient consequences was there. This report is for one (1) red forceps points narrow-ratchet 132. This is report 1 of 1 for complaint (B)(4).